Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the secondary femoral impactor broke during implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by examination of the returned device. Visual inspection confirmed the device was fractured into four pieces. It was not verified that all fractured pieces were returned. The device also exhibited repeated signs of usage. Review of the device history records did identify any deviations or anomalies during manufacturing. The device was manufactured on april 19, 2013 and therefore has been in the field for approximately 7 years and 5 months. It is unknown how many times the device was used. The root cause can be determined as normal wear and tear from repeated use during the instrument's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information for the reported event.